Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, exhibited intermittent loss of capture (loc) on the right atrial (ra) lead channel. Ts recommended further in office evaluation of the system. This ra lead remains in service. No adverse patient effects were reported.